Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed thirty-four other similar product complaint(s) from this lot number.

Event description:
It was reported "clinician indicates that sl PICC was inserted successfully and patient discharged from hospital. Patient returned 4 days later reporting leaking from the connection between nfc and device hub. Clinician removed nfc and replaced with a new nfc but leaking condition persisted. PICC was removed and a second PICC was inserted successfully."